Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged, and the pump battery could not be charged resulting in the pump shutting off. Customer's blood glucose level was 600 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.